Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the conduit was measured with a hegar dilator, which was inserted into the inflow of the conduit up to the valve for measurement. The measurement was confirmed based on the fit of the dilator on the distal end of the conduit tissue. It was also noted that the size of the conduit was confirmed by using one smaller dilator, then going up in size to a larger dilator. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when checking and comparing the size of the contegra conduit with the order, the customer found that the delivered conduit was two sizes larger than ordered, as the package labeled as 18mm contained a 20mm conduit. The product was implanted and remains in service. No patient complications have been reported as a result of this event.